Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020 due to the patient's need to undergo MRI's for medical reasons. The patient was re-implanted with new device during the same surgery.

Manufacturer narrative:
This report is submitted april 28, 2020.